Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited no capture. The leads were capped and will be replaced. No patient complications have been reported as a result of this event.